Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was removed without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.